Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was pressed harder than before to work and insulin pump takes longer time to rewind. The customer¿s blood glucose level was unknown. The device will be return for analysis.